Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, no issues were observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® tubes w/ k2e was giving erroneous results and had liquid in the tubes. The following information was provided by the initial reporter: material no. 365974, batch no. 8106837. It was reported there were erroneous results and liquid in tubes (unopened packages). Our lab has discovered that several of the bd microtainer tubes with k2edta (ref 365974, lot 8106837, exp date 2019-09-30) we use for whole blood collection have a clear liquid in them. We discovered this after we had whole blood samples collected in the above mentioned come back with data that was far outside what our control group should be representing. Upon further investigation, it was discovered that some tubes from up-opened packages still had liquid in them. This discovery was very disappointing in that we are now unsure if any of the reported values for samples in that group received are reliable. I looked on the web-site given on the product container and I did not find any reference to this product being recalled or for special use instructions. I am therefore writing to determine the following: 1) what is this liquid, 2) was it caught by the quality assurance department and if yes what was the conclusion of the release as it might affect samples so that we may judge the integrity of our data from samples placed in the tubes, 3) were all tubes in the lot similarly exposed such that whole blood from control subjects and test subjects would be similar and the data still useful, and finally 4) how many filled tubes in a bag and then bags with filled tubes in a box should give us concern.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes w/ k2e was giving erroneous results and had liquid in the tubes. The following information was provided by the initial reporter: material no. 365974, batch no. 8106837. It was reported there were erroneous results and liquid in tubes (unopened packages). Our lab has discovered that several of the bd microtainer tubes with k2edta (ref 365974, lot 8106837, exp date 2019-09-30). We use for whole blood collection have a clear liquid in them. We discovered this after we had whole blood samples collected in the above mentioned come back with data that was far outside what our control group should be representing. Upon further investigation, it was discovered that some tubes from up-opened packages still had liquid in them. This discovery was very disappointing in that we are now unsure if any of the reported values for samples in that group received are reliable. I looked on the web-site given on the product container and I did not find any reference to this product being recalled or for special use instructions. I am therefore writing to determine the following: what is this liquid? Was it caught by the quality assurance department and if yes what was the conclusion of the release as it might affect samples so that we may judge the integrity of our data from samples placed in the tubes? Were all tubes in the lot similarly exposed such that whole blood from control subjects and test subjects would be similar and the data still useful, and finally how many filled tubes in a bag and then bags with filled tubes in a box should give us concern?